Event description:
Reference number (B)(4). Event occurred in the united states. It was reported the patient had low bg on (B)(6) 2026 and treated with baqsimi (prescribed nasal glucagon for severe hypoglycemia). No further information available.